Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the difficulty with deflation. A search of the complaint handling database was performed and one other incident was identified with deflation issues. A search of the lot history record for this specific lot indicated no related non-conformance records related to this failure mode. An expanded investigation was conducted and revealed the most probable cause was related to manufacturing. Corrective actions have been implemented. These devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat the superficial femoral artery. A 5.0 x 40 mm armada 35 was used for predilatation; however, the balloon would not deflate after inflation. The balloon was pulled from the lesion fully inflated causing a dissection in the artery. It is unknown how the dissection was treated. No additional information was provided.